Event description:
The customer reported that the touchscreen did not display properly. There was no patient involvement when the issue occurred, no patient or user harm reported. The customer stated that the touchscreen would not pass the touchscreen calibration test. The customer requested part number for replacement touchscreen. The remote service engineer (rse) provided the customer with part number (453561539061 - touchscreen). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.